Event description:
It was reported that the customer had problems with the up button. The customer stated that she did not drop the insulin pump or expose it to moisture. The customer was unaware of the cause of the keypad issues. The customer's blood glucose was 119 mg/dl. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.